Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of the pacemaker presenting electrogram (egm). Upon review, the presenting egm showed frequent ventricular oversensing and low r wave amplitudes. Ts discussed programming recommendations with the hcp. At this time, the pacemaker and right ventricular (rv) lead remain in service. No adverse patient effects were reported.